Manufacturer narrative:
Correction: unique device identifier (UDI)#.

Event description:
It was reported that there was an over infusion of acetaminophen (10mg/100ml). The acetaminophen was intended to infuse at a rate of 28.95ml/hour with a volume to be infused of 28.95ml. However, approximately 80-90ml were found to have infused within 15 minutes. There was patient involvement, but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative investigation summary: the report of over infusion of acetaminophen was confirmed through a review of the logs. ¿ the pcu event log identified a custom concentration of the medication of acetaminophen (drugid=7). The user entered a drug amount of 289.5 mg with a diluent volume of 28.9 mg/ml. The infusion parameters entered recorded an infusion rate of 116ml/hr with a volume to be infused at 28.9ml which had an infusion duration of fifteen minutes. ¿ the logs confirmed the infusion completed in fifteen minutes. ¿ based on the drug amount entered and diluent volume the acetaminophen secondary infusion was programmed with a duration of an hour as reported. However, the pcu displayed a guardrails overdose warning which required reprogramming infusion parameters. ¿ it is the clinician and/or user responsibility to confirm the device is programmed correctly against the medication order prior to starting the infusion. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the customer provided an event date of 27 may 2024; however, the event time was not reported. On 27 may 2024, at 1:59 pm, the pump module was selected, and the user programmed a primary infusion using ¿guardrails IV drugs¿ ¿drugid= 3¿ ¿unknown drug¿ at a rate of 386ml/hr and a vtbi of 386ml. The infusion was started. ¿ on 27 may 2024 at 1:59 pm, the user programmed a secondary infusion of ¿acetaminophen¿ drugid=7 at a drug amount of 289.5 mg for a calculated rate of 115.6ml/hr and vtbi of 28.9ml, the expected rate was reported by the facility to be 28.95ml/hour. The pcu displayed guardrails drug setup warning dose of 289.5 mg is below guardrails limit of 400mg. The user responded ¿yes¿ to proceed with the infusion. The primary and secondary volume infused at the start of the infusion was recorded as 0ml, then the infusion was started. ¿ at 2:15 pm, the secondary infusion completed on schedule and switched over to the primary infusion. ¿ at 3:15 pm, the primary infusion completed and the pcu was powered off. No further infusions were noted on this day. ¿ the total primary volume infused for the primary infusion was recorded to be 386.013ml. ¿ the total secondary volume infused for the initial programmed infusion was recorded to be 28.906ml. ¿ inspection and testing of the incident administration and secondary sets could not be performed since the incident administration and secondary sets were not returned for investigation. ¿ per the alaris system user manual version s/w v12.1.1 all infusion parameters need to be confirmed through a review of the device logs and functional testing performed. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint that the device had over infused was attributed to user programming. Log review showed that the pump module was selected, and the user manually programmed a drug amount of 289.5mg with a vtbi of 28.95ml/h for a calculated rate of 115.6ml/hr instead of a drug amount of 289.5mg as was reported.

Event description:
It was reported that there was an over infusion of acetaminophen (10mg/100ml). The acetaminophen was intended to infuse at a rate of 28.95ml/hour with a volume to be infused of 28.95ml. However, approximately 80-90ml were found to have infused within 15 minutes. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of acetaminophen (10mg/100ml). The acetaminophen was intended to infuse at a rate of 28.95ml/hour with a volume to be infused of 28.95ml. However, approximately 80-90ml were found to have infused within 15 minutes. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : concomitant med prod data, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of acetaminophen (10mg/100ml). The acetaminophen was intended to infuse at a rate of 28.95ml/hour with a volume to be infused of 28.95ml. However, approximately 80-90ml were found to have infused within 15 minutes. There was patient involvement, but no harm.